Event description:
It was reported that during a laparoscopic colon resection procedure, the trocar was leaking pneumo out of the top. It did not leak when an instrument was inserted in the port, only when no instrument was in use. The trocar was used to complete the procedure. No impact to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The device does not have an obturator. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformance.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: does this trocar have the optiview technology? Yes. Were any noises heard such as 'whistling' or 'hissing'? Yes. If so, did the 'noise' prevent insufflation? Please describe the noise. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Yes. What was the gas consumption rate or volume (liter/minute)? Unk. Were you able to identify where the leak was coming from? Yes. Was a device inserted in the trocar during the leaking? If so, what device? No, only leaked when instrument removed. Was any torque being applied to the trocar or device? Unk.